Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup insulin therapy while a replacement pump was arranged by technical support. Instructions for returning the defective pump and using storage mode were provided, and the customer understood and acknowledged these steps.